Event description:
Livanova deutschland received a report that, during servicing, a heater-cooler system 3t keeps tripping the power in theater. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t a livanova field service representative was dispatched to the facility to investigate the device; engineer confirmed gas leak from the cooling rings on the patient circuit. As a result, the heater cooler cannot be repaired and has been taken out of service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported. The reported event is a known issue. Based on finding, a potential breach of the cooling coil can be generated due to corrosion in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 (as per gas leak from the cooling rings on the patient circuit) and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed five (5) years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.